Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: evidence of short battery life was illustrated with drastic voltage drop resulting in a call service alarm¿cs128¿. The battery compartment and the cap were undamaged and were able to fit securely. The ¿ez-prime¿ steps were performed correctly. All electrical currents draws measured above specifications. All currents draws returned to specifications after unplugging the cgm module flex from the pcb connector. Unrelated to the original complaint, corrosion was observed in the battery canister and a leak test failed due to a display lens leak. Upon removal of the pump cover, moisture induced corrosion was found to the continuous glucose monitoring (cgm) module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.